Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. . The soft cannula was observed to be stretched leading to a tear spanning into the internal portion of the soft cannula. No corrosion was observed inside the device. No timeouts or drive stalls were seen in the download data. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) from the continuous glucose monitor (cgm). It is unknown when or how the cannula damage occurred. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (arm). As treatment, no treatment information was provided.